Event description:
It was reported that a patient presented with slow bluetooth low energy (ble) telemetry noted on the patient's implantable cardioverter defibrillator. No intervention was reported as the ble telemetry was ultimately successful without reported loss of ble telemetry. The patient was stable throughout.